Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer experienced a system fault with an error on universal surgical manipulator (usm3). The customer attempted to resolve the issue by power cycling the system multiple times, but the error persisted. As a result, the customer disabled usm3 to continue surgery. Troubleshooting revealed error 319, indicating that a node was not present at startup on acc in usm3. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) to correct the problem. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm3) was analyzed and found to have mild fluid residue on the carriage main block. The usm passed all relevant testing on a test fixture and functioned as expected when installed on an in-house system. Based on the error code and visual inspection results, the axes controller carriage power (accp) printed circuit assembly (pca) and axis controller carriage logic (accl) pca are consistent with the reported event. The complaint was confirmed based on the field evaluation. The probable root cause is due to an issue with the accp and accl pca. This issue can be resolved by contacting isi and having a fse replace the usm.